Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had keypad anomaly, motor error and motor position encoder error. The customer¿s blood glucose level was 340 mg/dl. The customer was treated with insulin drip for high blood glucose. The customer reported that they had issues with the act button of the pump and need to press hard every time they use it. The customer reported that they had received motor position encoder error in the history. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer reported that the drive support cap was normal. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to a flattened button dome switch and partially unlocked lcd keypad connector noted during visual inspection. Unable to perform all functional testing including the displacement, operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime or excessive no delivery tests or verify the motor error or motor position encoder error alarms due to the buttons not responding. The motor was tested outside of the device and passed.